Event description:
It was reported that pump of this artificial urinary sphincter (aus) eroded through the right side of the scrotum. The pump was explanted, it was observed that the tubing was pushing down on the pump causing the migration through the scrotum, the pump was replaced and put it on the other side of the scrotum. There were no additional patient complications reported.